Manufacturer narrative:
The insulin pump alarmed during the prime test due to moisture damage to the force sensor resistor. The insulin pump had moisture damage on the electronic assembly and motor. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads, a broken belt clip slot, a scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. No crack was noted on the display window or on the battery cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving an alarm during the manual prime. Customer stated that they dropped the insulin pump in the toilet. Fluid was visible under the display and the drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 101 mg/dl. No further information reported.